Event description:
It was further reported that the device was later explanted and replaced due to elective replacement indicator (eri).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient received inappropriate therapies due to possible supraventricular tachycardia (svt). The patient's medications were adjusted, and the device remains in use. No further patient complications have been reported as a result of this event.